Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with a back to back tests results of 60 and 148mg/dl. The customer's expected fasting blood glucose test result range is 60 to 90mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in because of erratic results on her meter. She ran back to back tests while fasting on (B)(6) 2017 at 1:16pm and got a reading of 60mg/dl. She then ran a second test at 1:18pm and got a reading of 148mg/dl. Customer is on the following medications as well as being insulin dependent (v go pump).